Manufacturer narrative:
Sc-1132 (sn (B)(4)): device evaluation indicated that the source of the pocket discomfort was not determined. The monitored stimulation on an oscilloscope found that the outputs were consistent, and amplitude/pulse widths were verified to be correct on all the electrodes. Current leakage tests and residual gas analysis verified no loss of electric current as a result of faulty insulation. The complaint of the charging issue was not verified. The device was in hibernation and it was charged fully in two charging cycles. The daily battery depletion rate without any stimulation was within the expected range. In low power idle mode without any stimulation, the quiescent current measured within the expected range. The patient's charge profile revealed no anomalies. The device passed all the required tests and revealed normal device characteristics.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively.